Manufacturer narrative:
Product ID 749851, serial # (B)(4), implanted: (B)(6) 1998, product type extension; product ID 7434a, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # l55983, implanted: (B)(6) 1998, product type lead; product ID 3487a, lot # l55985, implanted: (B)(6) 1998, product type lead.

Event description:
It was reported that the patient experienced a "stabbing" sensation in the ribs. The reporter stated that in (B)(6) 2012 (approximately 3 weeks after 2 ancillary surgeries performed in (B)(6) 2012) the patient bent over and experienced a change in stimulation. The reporter stated that the impedances were normal. It was noted that the patient was using the bipolar electrode pair 0- and 3+ to minimize the rib stimulation. Additional information received a week later reported that x-rays were taken and were similar to the x-rays taken previously that confirmed a lead migration. The cause of the event was undetermined. The patient was reprogrammed and instructed to follow up if uncomfortable stimulation continued. Any additional information received will be included in a follow-up report.